Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Manufacturer narrative:
The device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data revealed the device was worn for the full 14-day prescribed wear period. The device reached the asymptomatic maximum transmission limit and stopped transmitting asymptomatic events on day 9. The hcp account was notified on day 8 that the device was approaching the asymptomatic transmission limit, and a replacement device was shipped. The device did not transmit an asymptomatic event on day 11. Irhythm became aware of the arrhythmia while preparing final report and notified the hcp on day 24. As described in the product labeling, the zio at device has a maximum threshold of transmitting 100 patient triggers and 500 asymptomatic transmissions during wear. When a patient is approaching the limit for either transmission type, irhythm reaches out to the account to determine whether to send another at device to the patient. Patient-triggered symptomatic transmissions are still able to be transmitted beyond this limit by pressing the large central button located on the outer device housing. The transmission limit counter is reflected on daily reports available to the hcp and in the zio suite portal. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn)requirements that was not transmitted during the wear period. The investigation confirmed the zio at reached the asymptomatic maximum transmission limit described in the product labeling. The hcp account was notified that the device was approaching the asymptomatic transmission limit prior to reaching the limit, according to standard process, and a replacement device was shipped. During follow-up with the account, irhythm learned that the hcp was already aware of the patient's arrhythmia and there were no delays in treatment. No adverse events, such as death or serious injury, are known to have occurred.